Event description:
For (B)(4), it was reported that 49 batteries were not operating correctly. For battery sn (B)(4), reported description was that the battery did not work even though it was fully charged. No adverse event reported.

Manufacturer narrative:
Battery sn (B)(4) was not returned, but the test data was provided. Based on the test data, this battery was not maintained properly. Battery maintenance program literature indicates that the battery is to be test cycled at least once a month. Based on manufacture date of april 2009, this battery should have approximately had 42 test cycles; it has only had 6. Furthermore, battery maintenance program literature also indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the manufactured date (04/2009), this battery has aged past the end of its useful life. Therefore, the experienced event may be attributed to lack of required battery maintenance and/or the age of the battery. No adverse event reported.